Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received a malfunction code during basal delivery. The customer reported to have dropped the pomp the night before. The customer's blood glucose level was 117 mg/dl. Tandem technical support assisted the customer with resetting the pump and the malfunction code did not reoccur.